Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient nearly experienced loss of consciousness. At the time, the cgm was reading 140 mg/dl, while a fingerstick blood glucose reading showed 44 mg/dl. The patient's husband administered a glucagon injection, and the patient began to feel better after 15 minutes. A subsequent fingerstick blood glucose reading was in the 70 mg/dl range. No medical assistance was required. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling "a little better". Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 05/23/2025.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5170214. B5: describe event or problem - additional information g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data h10: related report numbers h11 additional narrative.